Event description:
It was reported that during implantation of a reflex hybrid plate, 3 screws went in without any event but the fourth went under the ring and through the plate. The sales representative reports that the plate was left as the surgeon believed that having 3 screws in the plate was sufficient. The sales representative also reports that the surgeon performed a followup CT scan and that it looked okay.

Manufacturer narrative:
The exact catalog number is not known since the device was not returned. Since the plate was not returned, the circumstances of this event were compared to similar events, and the same results and conclusions can be deduced.